Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1708062 implanted ports allegedly experienced obstruction of flow. This information was received from one source. This malfunction involved a patient with no consequences. The patient was a female; however, the age and weight was not provided.

Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation and an electronic photo was provided for review. The investigation of the reported malfunction identified obstruction of flow. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use. H11: b5, h6 (results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1708062 implanted ports allegedly experienced difficult to flush and material protrusion. This information was received from one source. This malfunction involved a patient with no consequences. The patient was a female; however, the age and weight were not provided.

Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation and an electronic photo was provided for review. The investigation is confirmed for material protrusion/extrusion; however, the investigation is inconclusive for the reported difficult to flush issue. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For one malfunction, the device was returned to bd and is pending evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1708062 implanted ports allegedly experienced obstruction of flow. This information was received from one source. This malfunction involved a patient with no consequences. The patient is a female but the age and weight was not provided.